Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device won't recognize bubble, which was not reproduced during evaluation. The evaluator ran a set, introduced air to the line, and observed an air-in-line alarm. The cause was determined to be an ultrasonic sensor out of specification, which was unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize bubble upon routine inspection. The location where the reported problem occurred was in the biomed service department. There was no patient involvement. No additional information is available.